Event description:
The hcp stated that, the pt was in a clinical trial. At the previous refill, 16cc had been pulled from the pump, so at that time they had done a study (date not reported) and the hcp stated that "it was good". The hcp further reported that 29 days later they pulled out all 20cc of the medication. No patient symptoms were reported. The pump was programmed to delivery gabapentin (60 mg/ml) at a rate of 5.996 mg/day. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
.